Event description:
It was reported that the bd stpck q-syte red 360deg w/o nut cap ns component was damaged - leaked. The following information was provided by the initial reporter: this is a complaint about leakage due to a tear in the q-site three-way valve on the infusion bag side (location unknown). Customer thinks it probably leaked during priming. Lot number of the q-site might be 4068294 or 4068295.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 6 photos and 1 physical sample submitted for evaluation. The reported issue of component damage - leak was confirmed upon inspection of the samples. Analysis of the sample showed that the reported damage to the septum component was observed. Bd was not able to determine the cause of the failure as this kind of failure could be due to customer¿s use or by damage to raw materials. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.